Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shim exhibits signs of repeated use. Verified item lot combination and reviewed manufacturing date as returned tasp shim exhibits signs of repeated use and missing components. The device history records were reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Surgical notes were not provided. Root cause was determined in CAPA (B)(4) to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 42527900700, lot # 62790764, qty2. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03266.

Event description:
It was reported that the provisional was discovered to be missing bearings prior to entering the operating room. There was no patient involvement. No further information is available.